Event description:
I had a complete left knee replacement on (B)(6) 2008 and (B)(6) 2011, I needed a revised left tibial arthroplasty. The tibial component failed after 3 years, the entire tray sunk down into the tibia and the component was loose and moving as I moved, also there was evidence of polyethylene debris within the joint. I started to experience increased pain, swelling, limited range of motion, and instability about 27 months after the 2008 replacement. On (B)(6), my orthopedic surgeon informed me that I needed a tibial revision surgery. I am concerned because I had a zimmer nexgen complete knee solution legacy knee posterior stabilize lps-flex, size cd, lot: 61021358, edi: 00596403014, ref: (B)(4) and a zimmer nexgen complete knee solution stemmed tibial component precoat, size 4, lot: 61029126, edi: 00598003702, ref: (B)(4), zimmer nexgen complete knee solution taper stem plug, lot: 61069112, edi: 00596009900, ref: 5960-99, zimmer nexgen complete knee solution distal femoral augment block precoat, size d, lot: 60785650, edi: 00599003410, ref: (B)(4). My concern is that my knee replacement should have lasted 15-20 years, I had problems after 27 months. This is not the type of surgery you want to have once in a lifetime, yet alone twice. I feel the FDA should be taking a better look at the zimmer nexgen knee components, there is too high of a failure rate within the first three years of surgery.